Event description:
The pt reportedly developed an infection 3 weeks after initial implantation. Skin irritation from headpiece use was not observed. The pt was prescribed antibiotics (amoxicillin susr). The pt continues to be monitored by the centre. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.